Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that at a follow-up appointment for catheter removal, the patient was unable to void, and was subsequently recatheterized. Two weeks later, the patient was able to successfully void; however, he went into urinary retention "a few days" later. A transurethral resection of the prostate (turp) procedure was performed on(B)(6) 2024, to resolve the urinary retention. It was reported that the patient has been discharged from the hospital and is doing "ok". No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR) and instructions for use (IFU). A review of the device history record (DHR) ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o urinary retention. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system instructions for use list urinary retention as a potential risk of aquablation therapy. Based on the event details plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.